Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event. The manufacturer received information alleging that the device's screen is not seen. The device was returned to a third-party service center for evaluation, it is observed that ui scratched and pca burnt. During evaluation of the device at third-party service center. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.